Event description:
It was reported that the patient faced that infusion set tubing leaking issue at the site event on (B)(6) 2026. The infusion set was in use for about twenty to twenty-four hours. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.